Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) popped out of the pocket. It was further reported the icm patient experienced skin irritation and itching at the implant site. The icm is no longer in use. No further patient complications have been reported as a result of this event.